Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that when the fiber was connected to the console, before the fiber was used in the patient, the customer noticed the beam was shining at 2 different places on the fiber, therefore a new one was opened and the procedure was completed with the second fiber. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.